Event description:
It was reported that the event occurred in the trauma unit while placing the catheter into the pt's femoral. When trying to remove the spring wire guide (swg) from the catheter, the wire became kinked. An update reported on 07/18/2011 that the line was placed and the swg was successfully, and in its entirety, removed. However, upon removal the swg "bent" and "cracked." A second kit was not needed. There was no reported delay, death or complications to the pt. Additional information received on 07/28/2011 from the sales representative stated the swg unraveled.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.